Manufacturer narrative:
Multiple good faith effort attempts have been made but were unsuccessful and no further information could be received. Based on the information available and the testing conducted the cause of the reported problem is unknown. The reported problem was not confirmed. The investigation could not be completed due to insufficient information. The device was returned at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
A good faith effort performed confirmed the device sound was intermitted and a speaker malfunction inop error was present. The philips authorized serviced provider (asp) confirmed the speaker cable connection was not stable and was loose due to broken pins. The asp assumed further that the loudspeaker defect could be the consequences of the device being dropped as there were multiple other parts which were physically damaged. No parts were replaced as the customer declined the repair. The device was sent back to the customer unrepaired. Based on the information available and the testing conducted the cause of the reported problem is a defective speaker. The reported problem was confirmed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to (B)(6)2016 so no UDI required. E1: reporting institution phone#:(B)(6). E1: reporter phone# : (B)(6).

Event description:
It was reported the loudspeaker of the avalon fm20 fetal monitor is defective. It is unknown if the device was in use on a patient. There was no report of patient or user harm.